Event description:
This complaint is from a literature source: yeo qy, pillay k, tan m, chua t, kwek b. A prospective, randomised controlled trial comparing the use of the proximal femoral nail - antirotation and dynamic hip screw for stable intertrochanteric femur fractures-stable trochanteric fractures intramedullary versus extramedullary (strive) study. Malays orthop j. 2025 mar;19(1):86-95. Doi: 10.5704/moj.2503.011. Pmid: 40291969; pmcid: pmc12022719. Objective/methods/study data: this is a prospective study that views the conflicting evidence guiding the optimal implant choice for fixation of stable it fractures, it was conducted a prospective study to compare the pfna ii and the dhs in the treatment of stable it fractures, specifically evaluating fracture reduction, functional scores, and complications. Between june 2014 and december 2018, a total of 33 patients included in the study who used the pfna ii (with 6 male, 9 female and mean age of 70.9) and the dhs (with 8 male, 10 female and mean age of 76.1) for the treatment of stable it femur fractures in a geriatric patient group. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes, dhs and pfna ii. Adverse event(s) and provided interventions possibly associated with unk - screws: dhs/dcs (qty 1). (N=1) patient had malposition of the implant, no intervention provided. Adverse event(s) and provided interventions possibly associated with unk - nails: pfna-ii (qty 2). (N=1) patient had primary posterior malpositioning of the blade and a tad measurement of 25mm immediately post-surgery, no intervention provided. (N=1) patient developed an implant failure requiring revision surgery. Adverse event(s) and provided interventions possibly associated with unk - constructs: pfna-ii (qty 1). (N=1) patient experienced severe pain while carrying a heavy load 4 months after surgery, requires revision surgery.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.